Event description:
It was reported that the customer's insulin pump threshold suspended, due to sensor readings that were off from her blood glucose. The customer's blood glucose was 220 mg/dl and her sensor glucose reading was 60 mg/dl. The customer was advised to select an option to either suspend or restart basal rate insulin delivery on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).